Event description:
Related manufacturer reference number: 1627487-2022-03074. It was reported the patient experienced a csf leak following trial lead implant. As a result, on (B)(6) 2022 a blood patch was performed to resolve the issue. The trial continued.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.